Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that smart half height drawer 4-1 pocket had a read write error and the customer was unable to recover the pocket. A field service engineer performed an inspection of the station and successfully ejected the pocket utilizing the hardware test application. I also assessed the drawer with the hardware test application, confirming that it was functioning correctly. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station had encountered issues with reading, writing, or invalidating cubie memory. Numerous cubies were released but were subsequently able to be reinserted. A customer indicated that the pocket was in a malfunctioning condition prior to the attempt to dispense medication. There was no impact on patients, and no harm was caused to any individuals. There were no adverse events or injuries reported based on this event.